Event description:
Home pt (hp) reports disconnecting self from homechoice device while troubleshooting through an alarm situation during apd treatment. Hp was advised by baxter technical service center to reset up with new supplies piror to continuing, however refused. Unit rn reports hp did reset up with new supplies and completed treatment. No pt injury or medical intervention required per rn.